Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage on charged coupled device unit cause traced to component failure and for jet tube has foreign objects, cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 3 colony forming units (cfus) of klebsiella pneumoniae, 18 cfus of bacillus and 120 cfus staphylococcus. The device was retested on (B)(6) 2025, and it tested positive for 12 cfus of enterococcus faecium and 40 cfus of enterococcus casseliflavus. The device was tested again on (B)(6) 2025, and tested positive for more than 70 cfus of staphylococcus, 7 cfus of enterococcus and 3 cfus of bacillus. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.